Event description:
Journal article: jarman, j.w.; lascelles, k.; markides, v.; clague, j.r.; till, j. "Clinical experience of entirely subcutaneous implantable cardioverter defibrillators in children and adults: cause for caution." European. Heart journal. 2012, 33, 1351-1359. It was reported in a journal article that during a period from 2010 to 2011sixteen patients of mixed ages who underwent s-ICD implantation were followed for complications. Three children required re-operation during the follow-up period. Two of those patient's experienced pre-erosion of which one continued with intense exercise post implant against medical advice. The third patient experienced wound dehiscence following a cycling accident impacting the incision site. In all three procedures the subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned superior to the incision without further complication and original electrodes were retained. Four other patients experienced a total of 10 inappropriate shocks due to t-wave over-sensing. In two of the patient's the inappropriate shocks occurred during frequent polymorphic ventricular ectopy. The other two patient's experienced inappropriate shocks due to sinus tachycardia. All patients underwent exercise testing following initial shocks. In three patients, a different sensing vector was chosen in which t-wave over-sensing was absent during the test. Two of these patient's experienced further inappropriate shocks despite the new sensing vector. In one of the patient's it was not possible to find an alternative vector with acceptable sensing characteristics, and therefore the sensing vector was not changed, and the detection rate increased from 210 to 240 beats-per-minute. All s-ICD's remained implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.